Manufacturer narrative:
The device was received fully deployed. Download data showed that the device ran 2393 pulses with no timeouts, drive stalls or alarms generated. No damages or defects were observed in the bottom housing or e-seal. The needle mechanism was reset the undeployed position and manually deployed as intended. No damages or defects were observed on the needle mechanism that would have contributed to the reported needle mechanism failure. Although no damages were observed on the needle mechanism that would have contributed to the reported event, it cannot be determined when exactly the needle mechanism fired. The soft cannula was not observed to be bent, kinked or otherwise damaged. Fluid path testing found fluid able to flow through the complete fluid path with no issues. No leaks or blockages were observed during the leak test.

Event description:
It was reported that the cannula deployed late when the pod was activated; this indicates a needle mechanism failure. The pod was worn between 4 and 24 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
Added in h6 medical device problem code a040609 material twisted/bent and a050401 fluid leak. Also added in b5 that cannula was noted to be leaking and bent upon removal.

Event description:
It was reported that the cannula deployed late when the pod was activated; this indicates a needle mechanism failure. The pod was worn between 4 and 24 hours. Upon removal of the pod, the cannula was found to be leaking and bent.